Event description:
Healthcare professional reported left side "internal changes as a result of a possible intra-capsular rupture", "possible extracapsular micro rupture is not excluded", ¿silicone expansion that affected the lymph nodes", ¿in the silicon only sequences, the presence of two enlarged and soaked lymph nodes is appreciated¿, and ¿involvement of the lymph nodes.¿ the device has been explanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "two enlarged and soaked lymph nodes."